Manufacturer narrative:
Complaint no: (B)(4). The device was being used with a non-baxter pump and a 16 to 18 gauge catheter. There was no patient injury or medical intervention associated with this event. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access secondary set was involved in a no flow incident. According to the report, an unknown anti-seizure medication was running through the secondary line, but when the nurse returned after an unspecified length of time, it was found that the primary line was running and not the secondary line. When the primary line was clamped, the secondary line started running again. The medication was completely delivered to the patient, but the procedure was delayed due to this issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.